Event description:
A customer reported an issue with the pump's touchscreen responsiveness, requiring several taps to register input. Despite the inconvenience, there was no adverse impact on the customer's blood glucose levels. After troubleshooting, a replacement pump was recommended due to the persistent touchscreen issue, and the customer was informed they would receive a pump with updated software. Technical support arranged for the customer to continue using their current pump until the replacement arrived. Instructions were provided on putting the existing pump into storage mode and returning it within ten days using a pre-paid label. The customer acknowledged understanding these procedures, and the replacement pump was sent.